Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was locked. He was unable to unlock the insulin pump. The customer was hospitalized due to a high blood glucose level and high blood pressure. The customer was hospitalized on (B)(6) 2016 with a high blood glucose level of 700 mg/dl. He was vomiting all night and was dehydrated. The customer was not off the insulin pump prior to hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly and no locking keypad/button noted. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump passed the displacement accuracy test.